Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty ECG trunk cable. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the ECG trunk cable. The ECG trunk cable was ordered to resolve the noted issue. The device remains at the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the customer had defective ECG leads. There was no reported patient involvement.